Event description:
Related manufacturer reference number: 1627487-2019-06437 . Related manufacturer reference number: 1627487-2019-06438. Related manufacturer reference number: 1627487-2019-06439. Related manufacturer reference number: 1627487-2019-06473.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-06437, related manufacturer reference number: 1627487-2019-06438, related manufacturer reference number: 1627487-2019-06439, related manufacturer reference number: 1627487-2019-06473. It was reported that patient was not receiving effective therapy. In turn, surgical intervention was undertaken wherein the entire drg system was explanted without incident.